Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's pump was hot to touch at night. This has been an ongoing issue. The customer thought that the hot pump caused the efficacy of the insulin to decrease the blood glucose (bg). The customer's bg level was high (500 mg/dl) and the ketone level was moderate. The customer would change out the pump supplies and deliver a bolus via the pump to address the bg level. The customer received 2 temperature alarms on the morning of the report and the pump was hot to touch. The bg was 280 mg/dl and a bolus was delivered. The customer reported the pump was not in a cool, dry condition. No further details were provided. The customer reverted to using another method for insulin therapy.